Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix and showed stretched-out conductor coils with a cut in the insulation approx. 205mm from terminal pin likely due to explant damage. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Another ra lead was successfully implanted. No additional adverse patient effects were reported.